Event description:
A report was received that the patient had difficulty charging the ipg and had pocket site discomfort. It was also reported that the ipg had apparently settled horizontally under the skin. The patient underwent an ipg revision. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg and had pocket site discomfort. It was also reported that the ipg had apparently settled horizontally under the skin. The patient underwent an ipg revision. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg and had pocket site discomfort. It was also reported that the ipg had apparently settled horizontally under the skin. The patient underwent an ipg revision. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual).

Manufacturer narrative:
Additional information was received that the ipg had migrated and was not in a flat position which was causing the discomfort and difficulty charging. The ipg was repositioned deeper into the buttocks.

Manufacturer narrative:
.